Event description:
It was reported that the right atrial lead exhibited a loss capture anomaly and no sensing. The lead was capped and replaced. The patient did not experience any complications.

Manufacturer narrative:
(B)(4).